Event description:
During a colostomy procedure the physician was using an ethicon stapler, the device fired but did not cut. A different device was used to complete procedure without difficulty. No harm noted.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.